Manufacturer narrative:
Not verified. The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily. Therefore moisture entered the insulin pump and destroyed the pump electronics. The buttons passed the optical and functional investigation successful and meet the specification.

Event description:
On (B)(6) 2012, the pt reported that the up button on her infusion device had been functioning intermittently. The up button would not work even if pressed hard. The pt first noticed the issue with the button about a month before the date of report. No physiological effects were reported. The pt did not require medical assistance from a healthcare profession or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.